Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to a drop in pulse rate. It was verified by the doctor's office that the patient followed up with the doctor after the date of the ER incident but did not mention anything about going to the ER. The nurse verified that from the ER note, the event was coded a stroke and the patient was discharged. The ER notes also showed that the patient was check by the device clinic who verified that the device was functioning appropriately. During the follow-up visit at the doctor's office there was no intervention or programming performed and the patient did not report any complications. The patient is to follow-up again in six months. The device remains in use. No further patient complications have been reported as a result of this event.